Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025 it was reported by the pharmacy manager that the end-user experienced hyperglycemia requiring medical intervention on (B)(6) 2025. The user experienced elevated blood glucose ("bg") levels of 400 mg/dl while on vacation and went to the emergency room ("ER") where she was treated for diabetic ketoacidosis ("dka") and released (B)(6) 2025. The user stated she could not recall the treatment provided while in the ER. The user is no longer wearing the ilet bionic pancreas.